Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that not long after case, the catheter and hub broke apart. It is unknown if the device was replaced. There were no injuries or additional procedures reported.